Event description:
It was reported that bd alaris smartsite pump infusion set was bulging the following information was received by the initial reporter with the following verbatim it was reported by the customer that tubing found attached to levophed bag and was primed. Bulge noted on tubing.

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The top of the silicone segment was damaged consistent with being stretched due to ballooning. No other defects or abnormalities were observed. The customer complaint was verified. The probable root cause for the failure is determined to be a user issue due to pressure being forced upward/upstream into the IV set. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review could not be performed because a lot number was not provided by the customer.